Event description:
Placement of a sulzer medical hemispherical cup. This product was recalled and the pt exhibited the symptoms of a problem device and the device was removed and replaced with a j&j 62-mm revision duraloc multi-holed cup.